Event description:
On (B)(6) 2009, the patient reported that a week ago, the piston rod of his insulin infusion device stopped during rewind. He said he then noticed a lot of rust inside his device. He stated he does not remember getting his device wet but insulin may have spilled into the device. He said his device has not been dropped and he changed the battery yesterday but the issue continued. The patient was assisted with programming his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.